Manufacturer narrative:
Pending evaluation.

Event description:
This female patient has reported pain and suffering. No other information available.

Event description:
It was reported via legal that this female patient has reported "pain and suffering". No other information available.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain cannot be conclusively determined; however, it is most likely patient-related conditions. Section h11: the following sections have corrected information: b5: describe event or problem: it was reported via legal that this female patient has reported "pain and suffering". No other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, d1, d4, d6a / d6b, g4, d4. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: 02-010-03-0230 - logic cr femoral cem, left, sz 3 (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6) 200-02-29 - three peg patella 29mm (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.